Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. It was reported the patient experienced a loss of therapy in (B)(6) 2016. Stimulation was not felt even though stimulation was confirmed to be on. The patient had the same symptoms prior to implant ¿about a week ago.¿ settings were changed to 6.4 volts but it was still not helping. The patient was walked through how to change the program. It was later reported that program 4 stopped being effective and they started ¿having trouble with his bladder¿ on (B)(6) 2016. On the same day, the patient had stomach cramps and bowels were ¿not flowing properly.¿ the patient switched to program 3 that day which helped his bladder but stomach cramps and bowel issues remained. Since implant, the patient increased stimulation settings about every 3 months and would get stomach pain that would last for a day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that she had an appointment with her physician on (B)(6) 2016. The device was reprogrammed to resolve the loss of stimulation and symptom return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.